Manufacturer narrative:
Additional information was added to a2, a3a, b5, b7, d1, d4 (model, catalogue, lot, expiration date, unique identifier (UDI)), d10 (add entry), g4: PMA/510k #, h4, h6, h11. B5: update "unspecified elastomeric device" to "large volume folfusor". Infusion occurred via a peripherally inserted central catheter (PICC) line. H4: the lot was manufactured between november 15-17, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the bladder which suggested a possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device underinfused during infusion. After 23 hours of connection to the patient, it was observed that the device was under infusing medication. The device was filled with flucloxacillin 8000mg in 230ml total volume and sodium chloride 0.9% bp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.